Event description:
The home patient (hp) reported experiencing pain during apd therapy while using the homechoice pro cycler. Follow up with the hp's healthcare professional (hcp) reveals the hp reported pain throughout apd therapy since becoming a peritoneal dialysis patient 6 months ago. As a result, the hp's catheter was laparoscopically repositioned in 2004, however, the hp continued to experience pain post-surgery. The hp requested a replacement cycler. The hp has since received and used the replacement cycler with no dissipation of pain. The hp was then prescribed sodium bicarbonate, which was used on one occasion; the hp's pain continues to be unresolved. According to the hcp, the cause of the hp's pain is unknown at this time and the hp's nephrologist continues to work with the hp on this issue.